Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, per the pinnacle scrub tech the haptic part of the lens was torn and the lens was indented on itself upon inspection. This was noticed prior to handing off to the surgeon so there was no patient impact. The cataract case was completed by opening another iol. Additional information has been requested and received stating that the lens was not implanted. The scrub tech said there was a tear in the lens before it was used, while the team member was loading the lens or while the team member inspected the lens.